Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has received a compromised force sensor alarm during the rewind process. The blood glucose reading was unknown. The customer stated that the drive support cap seemed to be flushed with the insulin pump. There were no significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump until the replacement arrives.